Event description:
Customer reports the passport 2 monitor co2 is inoperable, which may have affected co2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of co2 module and nibp tubing. Unit was calibrated and safety tested to factory's specifications.